Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements and noise. Evidence suggest that this was due to a lead fracture. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements and noise. Evidence suggest that this was due to a lead fracture. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received, confirming the lead also exhibited failure to capture. Furthermore, x-rays were performed on the patient. This also raised suspicions of dislodgement. It was decided to continue monitoring the patient. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements and noise. Evidence suggest that this was due to a lead fracture. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received, confirming the lead also exhibited failure to capture. Furthermore, x-rays were performed on the patient. This also raised suspicions of dislodgement. It was decided to continue monitoring the patient. No further adverse patient effects were reported. Further information received confirmed a lead revision was performed and the lead was surgically abandoned and replaced.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.